Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the center button on insulin pump was not working. Customer stated that the time was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the enter and down keypad buttons were not working. After peeling away the keypad layer consisting of the dome switches and placing this layer back on again, both keypad buttons worked. Unable to perform displacement, and self tests due to the keypad anomaly.